Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Accelerating failure rate of the asr total hip replacement¿ by d. J. Langton et al. (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿accelerating failure rate of the asr total hip replacement¿ by d. J. Langton et al reports on updating data on the metal ions in asr patients and the failure rates of the asr secondary to armd (adverse reactions to metal debris). It also investigates the disparity in the failure rate between thr and resurfacing groups despite the identical bearing surfaces. In 2004, a total of 505 of the following were implanted - 418 asr surface replacements and 87 asr thrs, of which 30 bearings were on corail stems and 57 on s-rom stems; 67 out of 257 patients with unilateral asr resurfacings and thrs were found to have blood levels of co or cr which were greater than 7 ¿g/l and 30 had concentrations greater than 20 ¿g/l. The most common finding at revision was a joint effusion in association with varying degrees of soft-tissue necrosis. Gross macroscopic metallosis and a few pseudotumors were also encountered. The patients suffering adverse tissue reactions (resurfacing group) had abnormal wear of the bearing surfaces. As bearing diameter increased, ion concentration and armd revision rates decreased for resurfacing group as well as asr thr. However, of the four thrs with bearing sizes = 55 mm, there were two armd failures secondary to taper failure (50%). In the equivalent resurfacing group, there was only one failure (due to avascular necrosis) in 35 patients. 6 thr patients were found to have considerable damage at the trunnion-taper interface. There were 25 asr thr armd failures (14 s-rom group and 7 asr thr corail group). 4 patients developed armd after conversion of primary asr resurfacings to an asr thr (corail) following early fracture (anatomic or device location unspecified). No clarification was found on which events were specifically present on specific patients. Impacted products: asr xl implant & s-rom stem.